Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic pain") in a 31-year-old female patient who had essure (batch no. A45106) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vulvovaginal candidiasis, ovarian cyst (removal of ovarian cyst) and menometrorrhagia. Concomitant products included estrogens conjugated (premarin), hydroxyzine, ketorolac tromethamine (toradol), medroxyprogesterone acetate (provera), paracetamol (tylenol), potassium, sertraline (zoloft) and ultracet. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), hot flush ("hot flashes"), mood swings ("mood swings"), depression ("depression") and anxiety ("anxiety"). In (B)(6) 2016, the patient experienced incontinence ("incontinence"). On (B)(6) 2016, 3 years 3 months after insertion of essure, the patient experienced endometriosis ("endometriosis"). On an unknown date, the patient experienced abdominal pain ("abdomen pain"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage and dysmenorrhoea had resolved and the menorrhagia, hot flush, mood swings, incontinence, depression, anxiety, endometriosis and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, endometriosis, hot flush, incontinence, menorrhagia, mood swings, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, depression, anxiety, endometriosis, dysmenorrhea, excessive menstruation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-sep-2018: quality safety evaluation of ptc(product technical complaint). Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic pain") in a 31-year-old female patient who had essure (batch no. A45106) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vulvovaginal candidiasis, ovarian cyst (removal of ovarian cyst) and menometrorrhagia. Concomitant products included estrogens conjugated (premarin), hydroxyzine, ketorolac tromethamine (toradol), medroxyprogesterone acetate (provera), paracetamol (tylenol), potassium, sertraline (zoloft) and ultracet. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), hot flush ("hot flashes"), mood swings ("mood swings"), depression ("depression") and anxiety ("anxiety"). In april 2016, the patient experienced incontinence ("incontinence"). On (B)(6) 2016, 3 years 3 months after insertion of essure, the patient experienced endometriosis ("endometriosis"). On an unknown date, the patient experienced abdominal pain ("abdomen pain"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage and dysmenorrhoea had resolved and the menorrhagia, hot flush, mood swings, incontinence, depression, anxiety, endometriosis and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, endometriosis, hot flush, incontinence, menorrhagia, mood swings, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, depression, anxiety, endometriosis, dysmenorrhea, excessive menstruation. Most recent follow-up information incorporated above includes: on 5-sep-2018: pfs and medical record received. Reporter's information and lot number was updated. Events added: abnormal bleeding (vaginal, menorrhagia), hot flashes, mood swings, depression, anxiety, pelvic pain, dysmenorrhea, incontinence, endometriosis, abdomen pain. Outcome of events pelvic pain, dysmenorrhea and abnormal vaginal bleeding were updated to recovered/ resolved. Concomitant drugs, lab data and concomitant conditions were added. Event surgery to remove the device was replaced with other events. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("surgery to remove the device") in a female patient who had essure inserted for birth control. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2016, 3 years 5 months after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.